Event description:
Patient admitted to hospital due to bleeding from overdose of heparin. Heparin therapy was administered based on clotting results. Lab reported results with co's device and another device without performing the heparin in vitro curve as indicated in the direction circular. Hospital results reported greater than 200 seconds using and electra two devices. This report corresponds to co complaint number 97-01812-04.